Event description:
Additional information stated that the patient was transitioned to comfort care after suffering a stroke post implant. They ultimately passed away on (B)(6) 2025. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. A specific cause for these events and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported stroke and patient outcome could not be conclusively determined through this evaluation. The submitted log files confirmed low flow events on (B)(6) 2025, some of which resulted in low flow alarms. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke and death. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a stroke in intensive care unit (ICU) post left ventricular assist device (lvad) implant surgery. Log files were full of pulsatility index (pi) events on (B)(6) 2025. The log also captured intermittent 10 momentary low flow estimates with elevated pi on (B)(6) 2025 from 14:02 to 14:13. Per head computed tomography (CT) on (B)(6) 2025, a new large subacute was appearing right middle cerebral artery (mca) distribution infarct with mild mass effect and 3-millimeter leftward midline shift. No hemorrhage was noted. There were no known changes in patient condition that may have contributed to stroke. The patient was not on anticoagulation at the time of the stroke. The patient remained in ICU at this time and treatment continued.